Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was worn and the battery life was diminished in 2-3 weeks. The insulin pump also had unexplained no delivery alert which caused the insulin pump to rewind and it was reported to occur once a month. The customer also reported that the buttons were harder to push and had also received a motor error. The device will not be returned for analysis.